Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿ were not presented in this procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿ were not presented in this procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant change in the reflectance values. In this procedure, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive, that this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.